Event description:
Ous MDR - after about 30 months of service the associated ICD sn (B)(4) was not able to be interrogated. It was explanted and replaced. Two months after the ICD explantation, this rv lead was explanted due to suspected insulation damage.

Manufacturer narrative:
The linox had been cut through 21.5 cm distal of the is-1 connector pin. Only the proximal fragment was available. It showed multiple signs of abrasion and fraying of the insulation 20.5 cm distal of the is-1 connector pin. In this area, the coating of the rope conductors to the shock coil and to the ring electrode was damaged. The position and the kind of the fraying are characteristic for massive mechanical stress of the leads due to strong pressure onto the generator houses with simultaneous friction. In addition, blood residues were found, as well as cuts in the insulation. These damages are a result of the extraction process. The manufacturing process was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.